Event description:
Medcare mechanical hoyer lift failure. On (B)(6) 2021 attempting to lift resident from floor. About 4" from the floor the main metal support beam broke off from the base. Resident was safely lowered to floor by staff using the sling. No injury to resident. Resident weighed: (B)(6), serial#: (B)(4), model 40019, manufacturer date 7-2017, place on floor on (B)(6) 2017, 600# weight limit, equipment was last inspected by maintenance department on 10/5/2021, which included some weight applied to main support beam. This incident also reported to manufacturer on 11/2/2021 along with pictures. Maintenance department performed routine inspection of medcare hoyer lift. FDA safety report ID# (B)(4).